Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08695 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No hardware low level failures noted during self test or in pump history files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump cannot get it to stop beeping and also giving her double notices for bolus. When customer sends blood glucose to insulin pump and it asks her to give a bolus she agrees for a bolus. Within a minute the same notice to give a bolus with the same amount come on the screen. The insulin pump will be returned for analysis.